Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to sleep with the pump battery at approximately 40-50% charge. During the night, the pump declared low power alerts and subsequently shut off. The pump was connected to a power source and was able to be turned back on. In addition the pump battery was noted to have jumped from 10% to 50% after being connected to a power source. The customer also reported the fill estimate was inaccurate. The customer decline to reload the cartridge at the time of the call with tandem technical support. The customer's blood glucose (bg) level was impacted (430 mg/dl). A bolus via the pump was delivered to address bg level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.